Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 60 mg/dl. The customer was not clear the solid circle on the insulin pump. There was issue with the esc and act button. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found yes. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. Adv the pump will need to be replaced. The insulin pump will be returned for analysis.